Manufacturer narrative:
The product is being forwarded to contract/manufacturer supplier for evaluation. Upon completion of evaluation, a follow up report will be sent to the FDA.

Event description:
It was reported that patient underwent acl procedure utilizing an interference screw on (B)(6), 2011. During the procedure, the surgeon was unable to fully seat the screw on the driver and attempted to place the half-seated screw over the guide wire without success. An alternate screw was available for use and implanted successfully. There was no injury to the patient or delay to the procedure as a result.

Manufacturer narrative:
Evaluation of the returned screw showed the thread end of the screw would not accept a .85mm gauge pin. The largest pin the gauge pin would accept is .76mm. Product was forwarded to supplier for further evaluation with the following results: the insertion of the screw on the screwdriver is not possible due to the deformation of the entire screw. The screw is made from a malleable material and the deformation is caused from the screw being exposed to several minutes of excessive heat. The screw had a "slump" the entire length of the screw and a flat section as a result from its own weight in the heat. Supplier evaluation states, "as mentioned on the packaging and instructions for use, the screws must be stored at a temperature which does not exceed 40 degrees c." No similar complaints have been received from this item/lot number.